Manufacturer narrative:
This device was returned from a mortuary with no cause of death initially identified. There was no known complaint against the device. The returned pump log data indicated that the pump was programmed to deliver dilaudid (non-indicated drug) with the daily dose of 3.118 mg/day which was delivered in a flex dosing pattern. Final analysis revealed that the pump passed testing at 300 microl/day, 15,000 microl/day and 20,000 microl/day; the device did not pass dispense testing at the maximum rate of 24,000 microl/day only. The pump's infusion history logs did not show an infusion rate near the maximum rate and therefore this finding would not have had an effect on therapy delivery for this pump. The root cause of the maximum rate dispense test not meeting specifications could not be determined. The sutureless connector assembly, connector pin, clear strain relief shroud and 22.1 centimeters of the proximal catheter segment were also returned. The catheter segments passed patency and leak testing. There was a non-significant indent seen in the sutureless connector cup and retaining ring finger(s) showed indents, the tubing had separated from the tapered seal which did not affect infusion. These indents can occur during explant.

Event description:
The pump was returned to the manufacturer from a mortuary with no information. There was no allegation of an adverse event related to device performance. It was later reported that the patient expired on (B)(6) 2010 of lung cancer due to tobacco use. The patient's death was not device related per the reporter.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter 8709, lot #: n258737008, implanted: 2010-(B)(6), explanted: unknown.

Manufacturer narrative:
(B)(4).